Event description:
False negative troponin I (tni) results on triage cardio profiler kit reported by customer compared with lab findings. Pt was kept in hosp because of his history. Pt was released from hosp on (B)(6) 2009 after having a heart catheterization on (B)(6) 2009; impressing was severe three-vessel coronary artery disease; severe diffuse disease of mid and distal lad beyond graft. Grossly normal lv systolic function.

Manufacturer narrative:
Investigation pending.